Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted deep in the annulus with severe paravalvular leak (pvl) resultant. A balloon aortic valvuloplasty (bav) was done with no change in pvl. Subsequently, an additional transcatheter bioprosthetic valve was implanted and reduced the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.